Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube on the angio-seal device was attached when the angio-seal poly-foil pouch was opened. However, the bypass tube was detached inadvertently when the device was taken out. The device was not used and was replaced by another angio-seal device to continue the procedure. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch or mishandling of the device. Based on the complaint description, the polyfoil pouch was opened appropriately indicating that the device was likely mishandled.